Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent trans-foraminal inter-body fusion surgery at two levels. Post-op (after about one year), the patient developed a 12*12 mm cyst or osteolytic cavity in l5.